Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by a healthcare professional (hcp) that the patients implantable cardioverter defibrillator (ICD) battery was at the recommended replacement time (rrt) level but had not triggered rrt yet. Then a capacitor reform was completed, and the device went to end of service (eos) due to excessive/long change time. The device was extracted and replaced. No patient complications have been reported as a result of this event.